Manufacturer narrative:
Upon investigation it was determined that swelling from a laser treatment is an expected, normal reaction. Patient was advised to apply a calming cream for post care treatment. This is not a reportable incident.

Event description:
This is a response to a voluntary report mw5037951 submitted by a patient back on 08/16/2014. Cynosure became aware regarding this incident on 08/18/2014 and determined it was not reportable.